Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their sensor. It was reported that the customer received lost sensor and did not see the cannula. The customer's blood glucose level at the time of incident was 124.2mg/dl. It was reported that the sensor had recoiled electrode and stuck to the adhesive. It was reported that the sensor would be replaced and returned for analysis.